Event description:
It was reported by the pt that approx eleven months ago they began treating a foot sore with regranex and promogran. The products were used on and off during that time. Approx one month ago they began to use both products on a daily basis. The pt reports that the sore became deeper and targer in diameter and they underwent a skin graft about two weeks ago.